Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set cannula kinked event on(B)(6) 2026. The insertion site was abdomen. The blood glucose level was 552 mg/dl and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.